Event description:
It was reported that, "as per the nurse, they took the smart toe out of the freezer that had been in the freezer for well over 2 hours. The implant was already open and could not get the implant to close."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.